Event description:
An endurant stent graft system and other manufacturer¿s stent grafts were implanted for the endovascular treatment of a 8 cm diameter abdominal aortic aneurysm. The proximal neck was 16-25-27 mm in diameter and 40 mm in length. The left common iliac artery was 8 mm in diameter and the right common iliac artery was 11 mm in diameter. The right external iliac artery measured 7 mm in diameter and the left external iliac artery measured 6.1 mm in diameter. The neck angulation was 45 degrees. It was reported that during the index procedure, the delivery system was attempted to be moved upward from the common femoral artery (cfa), but the approach was changed to the superficial femoral artery (sfa) due to severe calcification. The blood vessel had severe calcification entirely. The delivery system was attempted to be moved upward using a super stiff wire, but it failed. Then, it was replaced with lunderquist wire and the physician managed to deliver the delivery system and deployment was carried out. Touch-up was carried out but was not carried out at the proximal neck for fear of rupture due to severe calcification. The physician commented that it makes no sense to have a rupture so that further treatment wouldn¿t be performed. It was quite a difficult evar case to perform but a slight amount of endoleak remained and expects that it will self-resolve on a later date. No clinical sequelae were reported and the patient is being monitored.

Event description:
Additional information was received. On a follow up CT scan, it was reported that the patient¿s endoleak self-resolved.

Manufacturer narrative:
(B)(4).